Event description:
The facility reported a colleague infusion pump with a malfunction of over infusion on channel c. The event was reported to have occurred during programming / setup. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information is available. The software version for this device is currently not known.

Event description:
Caller reports lancet protrudes beyond the end cap of the softclix device. No adverse event reported. A request was made for the return of the product, replacement was sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The device has not yet been received for evaluation of "over infusion". Should the pump be received for evaluation, or if additional information becomes available, a follow-up report will be filed upon completion of the evaluation.